Event description:
It was reported that the patient presented in the emergency room. It was noted that right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.